Event description:
It was reported that the pump's alarm sound was not annunciating and was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 600 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.